Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a red inflamed scrotum due to infection. A surgical procedure was performed to remove and replace the ipp. There were no device issues and no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.